Event description:
It was reported that the helix would not extend after attempting to reposition. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4) no anomalies found. Full lead returned and analyzed. Additional finding of blood in/on helix mechanism.